Event description:
In 2008, the patient reported that his infusion device was giving a buzzing noise and "3.0" and "77" were displayed on the screen and the screen was frozen. The patient was instructed to remove the power pack, and he stated the expiration date was 2006-03. The patient was instructed to insert a new power pack and the infusion device functioned properly. No physiological effects were reported. The patient was advised of the recall and instructed to discard all recalled or expired power packs. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.